Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), approximately 2 years and 7 months after a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve, the patient presented with wide-open aortic insufficiency/regurgitation. The patient was successfully treated with a 20mm sapien 3 ultra resilia.

Event description:
Upon reviewing the medical records, the transthoracic echocardiogram conducted at 2 years and 6 months revealed a left ventricular ejection fraction of 60%. The bioprosthetic aortic valve exhibited severe aortic regurgitation due to mal-coaptation. The aortic valve (av) mean gradient was measured at 6.7 mmhg, with an aortic valve area of 1.6 cm2. The operative note indicated that the patient presented with symptomatic bioprosthetic aortic valve failure. Under mac anesthesia, a 20mm sapien s3ur valve was successfully implanted in the aortic position via a left transfemoral approach. The procedure was successful, with no paravalvular leak, procedural complications, or edwards device malfunctions reported.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events were confirmed based on the provided medical records. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "the 2-year and 6-month transthoracic echocardiogram showed a left ventricular ejection fraction of 60%. The bioprosthetic aortic valve had severe aortic regurgitation, secondary to mal-coaptation." Improper leaflet coaptation can occur over time due to valve degeneration caused by factors such as calcification, leaflet thickening, fibrosis, or pannus formation. This degeneration can impair leaflet function and affect overall valve performance. Due to the limited information provided, a definitive root cause cannot be determined at this time. In this case, available information suggests that patient factors (improper leaflet coaptation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.